Event description:
Report received from baxter (B)(4). A nurse reported the tip protector easily separated from the spike during exchange at the hospital. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer report of the tip protector separated from the set was not confirmed or duplicated with the returned sample. The root cause was undetermined. The returned sample returned did not show any leakage during the plant evaluation, and attached easily. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.